Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the customer reported tip fracture is improper assembly of the screw to the screwdriver. Conclusion: the customer reported xia ii pa screwdriver shaft tip fracture intra-op was confirmed during visual inspection of the device and correspondence with the international contact. The event did not result in any delay or harm to the patient, so no risk actions will be taken review of the event description and correspondence confirmed that the customer improperly assembled the screw to the screwdriver. If the prongs of the screwdriver tip are not secured within the screw head, the tip will not properly hold the screw. In this case, the force applied during screw insertion was then improperly transferred to the screw prongs, which caused the prong to fracture. Manufacturing records were reviewed and no relevant manufacturing issues were identified.

Event description:
It was reported that during routine scollosis surgery, due to misplacing the screwdriver on the screw by the nurse, surgeon tried to implant and forced the screw in that condition without knowing that it is misplaced which resulted in deformation and partial breakage on the screwdriver and deformation of the screw. However the surgery is completed with other screw and screwdriver which is in the kit. No adverse event has happened and no delay occurred in the surgery.

Event description:
It was reported that during routine scoliosis surgery, due to misplacing the screwdriver on the screw by the nurse, surgeon tried to implant and forced the screw in that condition without knowing that it is misplaced which resulted in deformation and partial breakage on the screwdriver and deformation of the screw. However the surgery is completed with other screw and screwdriver which is in the kit. No adverse event has happened and no delay occurred in the surgery.